Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to close other applications in the background, confirm wi-fi and bluetooth are enabled and smart device is not in airplane mode, uninstall and reinstall the g5 mobile application, and confirm that other bluetooth devices are off. No additional patient or event information is available.